Event description:
This pt presented with an ossified cochlea at the time of surgery (10/01/2004) and the intracochlear electrode array could be only partially inserted. Follow-up radiological studies indicated that the array was "kinked" (folded back upon itself). The device was then explanted in three weeks later and the pt was reimplanted with another type of cochlear implant, more suitable for an ossified cochlea.